Event description:
It was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer went to the emergency room (ER) and subsequently hospitalized with an elevated blood glucose (bg) level of 433 mg/dl; with trace ketones, which were identified as life threatening by a healthcare provider. Customer was treated intravenously with fluids and insulin drip. Customer was released from hospital on 3/20/23 with issue resolved and no permanent damage. A pump replacement was sent to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.